Manufacturer narrative:
The reported boluses were of 4.55u at 9:04 am, 3.5u at 10:58 am, and 1.35u at 1:27 pm. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the audit log files confirm the delivery of the 4.55 and 3.5u boluses delivered on (B)(6) 2024 but do not show any occurrence of a 1.35u bolus delivered on the date of occurrence or prior days. The audit logs show for the 4.55u bolus, the confirm bolus button was pressed and the user entered a manual bg reading of 260 mg/dl and for the 3.5u bolus the confirm bolus button was pressed and no carbs or bg value was entered. The engineering logs confirm that the controller went through the steps to enter the bolus calculator, entered no carbs for both boluses, and had a manual bg entry of 260 mg/dl for the 4.55u bolus. The bolus calculator then gave a suggestion of 2.65u for the entries on the first bolus and a 0u suggestion for the entries on the second bolus. It can be seen that for the first bolus, in addition to the 2.65u suggestion, there was an addition of a user adjusted volume of 1.9u to bring the new total to 4.55u. For the second bolus a 3.5u user bolus adjusted volume in addition to the 0u suggestion made the total bolus volume 3.5u. Finally, the controller was shown to go through the 2 step confirmation in order to start and deliver each bolus. The system has a setting so that all boluses delivered must be within the users max bolus setting which was seen to be switched to 5u. Each of these boluses were found to not be canceled by the user and the entire volume was delivered. No evidence of an uncommanded bolus was seen in the log files.

Event description:
It was reported the patient received multiple uncommanded boluses.

Manufacturer narrative:
Correction: h3 field updated to yes, h6 type of investigation: added b01.